Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency (ai), occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received patient factors may have contributed to the event; however, the cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside disabled 27mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention is due to moderate paravalvular leak (pvl). The implant duration of the 27mm aortic valve at the time of the valve-in-valve procedure was approximately eight (8) years. There were no complications reported. No additional information could be obtained from the healthcare provider.